Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: d2b (lit; dqy) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, the balloon was allegedly got stuck on the sheath. It was further reported that as the balloon was unable to remove, so it was pulled along with the sheath. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, the balloon was allegedly got stuck on the sheath. It was further reported that as the balloon was unable to remove, so it was pulled along with the sheath. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the vaccess balloon was loaded onto unknown sheath. The distal tip of the balloon was noted to be protruding from the sheath. Blood residues were noted on the balloon. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported sheath removal difficulty issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (lit; dqy), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.